Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the air-in-line (ail) alarm is common with total parenteral nutrition (tpn) infusions and described as occurring ¿all night long¿. Generally, the ail alarm begins many hours into a tpn infusion, but some tpn infusions also trigger ail alarms near the beginning of the tpn infusion. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.

Event description:
It was reported that the air-in-line (ail) alarm is common with total parenteral nutrition (tpn) infusions and described as occurring ¿all night long¿. Generally, the ail alarm begins many hours into a tpn infusion, but some tpn infusions also trigger ail alarms near the beginning of the tpn infusion. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.